Event description:
It was reported that noise algorithm on the implantable cardioverter defibrillator (ICD) failed to discriminate the external interference and the patient received inappropriate therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Products: 5076 implantable pacing lead implanted: 2004 (B)(6); 6944 implantable tachy lead implanted: 2004 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).